Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during an ipg implant on (B)(6) 2025 the physician accidentally cut the patient's existing lead. The lead was left implanted. Surgical intervention took place wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number:+ (B)(6).